Manufacturer narrative:
This report is submitted on october 22, 2021.

Manufacturer narrative:
Per the clinic, the device was explanted on aug 11, 2021 and the patient was re-implanted with a new device during the same surgery. This report is submitted on sep 13, 2021.

Manufacturer narrative:
This report is submitted on august 13, 2021.

Event description:
Per the clinic, during the intraop measurements 9 electrodes were detected as open electrodes. There re plans to explant/re-implant the patient.